Event description:
The customer reported that the systems' console would not function properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep determined the ivps was defective and the customer serviced the ivps and then connected it. The system was tested and found to be working as intended and put back in service.